Event description:
A valiant thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately two months ago. Aneurysm and vessel morphology were not reported. No complications were reported at the index procedure and there was no blushing on final angiogram. The larger stent graft was placed within the smaller stent graft with at least 5 cm of overlap. It was reported that at the one month follow up the patient was noted to have a type iii, junctional endoleak. The physician stated that he suspected a type iii endoleak, junctional based on the CT. No intervention was performed and there are no plans to treat the patient. The physician will monitor the patient. No further information was provided.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); lack of information (unknown cause of endoleak). Conclusion: lack of information (unknown cause of endoleak).